Event description:
The customer reported that the jaws became difficult to open during the procedure. There was no pt injury. Upon initial inspection of the device, it was noted that the knife was protruding from the jaws.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.